Event description:
Caller alleged discrepant results with the inratio2 meter compared to the lab on (B)(6) 2012. Results as follows: pt inratio inr inr: (3.0), physician inratio inr: (2.3), lab: (1.8). Pt tested on inratio meter first, then on the physician's inratio meter using a different finger and then venipuncture was performed. All tests were performed consecutively. Therapeutic range 2.0 - 3.0 for pt. There was no reported adverse pt sequela. There was no additional information provided.

Manufacturer narrative:
Investigation pending. Device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional, relevant information.